Event description:
Enduser reports that the calf pad on the right side is loose. States that the place where he does rehab repaired with hardware they had from another chair. But is coming loose again.